Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: blunt tip balloon is broken, and it does not inflate. There was no report of pieces falling into the cavity or impacting the pt. The operating room time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.